Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed self-tests alongside random manual power ons up to the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. Temperatures are recorded below the recommended minimum stand by temperature. Multiple manual power ups of 10 minutes duration were observed in the device memory between the (B)(6) 2016. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The ten minute time outs, the measurements taken and the excess current drain measured would confirm a failing membrane. The green status led was observed to be constantly lit, this is a further symptom of a membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.